Manufacturer narrative:
(B)(4). The service engineer (se)inspected the device and replaced the graphic user interface (gui) central processing unit (cpu). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 840 ventilator had a blank screen. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.